Event description:
Patient had the essure procedure (B)(6) 2011 and has experienced pain on her right side since the procedure. An x-ray revealed the left tube was patent and the coil was located in the peritoneal cavity. Laparoscopic surgery was scheduled (B)(6) 2012 to remove the coil and perform a bilateral lap tubal ligation. It was reported by the patient the surgeon removed the left coil and found the right coil to be perforated into the peritoneal cavity. They concluded this was the source of her pain on her right side. It was reported the patient's pain has resolved post surgery.

Manufacturer narrative:
(B)(4).